Event description:
It was reported that a burr detachment occurred. A rotapro 1.50mm was selected for use. The target lesion located in the right coronary artery (rca), was 90% stenosed, moderately tortuous and severely calcified. During treatment at the lesion, where the vessel bends, the burr was moved forward and backward and broke immediately. The procedure was able to be completed and the fragments of the device were successfully removed. The patient was stable post procedure.